Manufacturer narrative:
(B)(4). Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2022-01629, 0001822565-2022-01630, 0001822565-2022-01631. Medical products: item#: unknown, unknown nexel ulna stem; lot#: unknown. Item#: unknown, unknown nexel articulation kit; lot#: unknown. Item#: unknown, unknown nexel humeral screws; lot#: unknown. Morrey me, songy c, triplet jj, cheema an, o¿driscoll sw, sanchez-sotelo j, morrey bf, unexpected high early failure rate of the nexel total elbow arthroplasty, jses international (2022), doi: https://doi.org/10.1016/j.jseint.2022.04.001. (B)(4). No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Lot identification is necessary for review of device history records, lot identification was not provided. Medical records were not provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported in a journal article that two patients experienced delayed wound healing and underwent an irrigation and debridement procedure for wound dehiscence and drainage. Attempts have been made and additional information on the reported event is unavailable at this time.